Event description:
It was reported that there was a thrombus present on the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted via transesophageal echocardiogram (tee) imaging that there was a thrombus present on the closure device. The physician aspirated the wds as they removed it from the patient. The was then aspirated, and the thrombus was noted in the syringe after aspiration. Tee imaging did not show any remaining thrombus and the procedure was continued. The patient was given additional heparin before a new wds was used to successfully complete the procedure. The closure device was implanted in the laa of the patient. The patient did not experience any complications or consequences as a result of this event.